Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. A visual inspection noted that the device was in used condition, not in its original packaging, was decontaminated, the dso seal had a bubble, and the lcd lens was scratched. Functional tests were performed and found the bad latch lock flex was cut and did not meet manufacturing specifications. The reported problem was confirmed, and the root cause of the problem was found to be a bad latch lock flex. The service history review identified that the device has not been serviced within the review period. As a result, the latch lock flex was replaced to correct the problem. The dso seal, lcd lens, lcd lens seal, keypad, overlay gray, rear label, ground strips and latch handle were also replaced. The device then passed all functional tests after the repair.

Event description:
It was reported that the device did not show the cassette as being locked. There was no patient involvement.